Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was in the ER and needs to turn her stimulator off for an MRI. When patient tried to use their programmer they encountered an "unexpected system error" message with alpha numericcode. Patient services recommended patient reboot the handset. Patient did so and this resolved the issues. Patient stated reason for MRI is because last week she had a fall and thought maybe something was going on with the implanted system. Patient could not feel her back and legs. Patient service walked patient through MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.